Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the patient was admitted to the hospital with a diagnosis of dka. No further information was provided. The technical support representative contacted the reporter to obtain and verify information and to troubleshoot the pump; however was unable to reach her by telephone. No troubleshooting was performed. The insulin pump cannot be ruled out as a contributor to the patient's serious injury. As the patient allegedly suffered symptoms and/or blood glucose levels suggesting dka while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.